Event description:
It was reported that the user received a sensor failure notification on the ilet while viewing glucose readings on both the ilet and dexcom g7 app after starting a new sensor without first stopping the prior sensor and entering the new code. Symptoms included no adverse clinical symptoms. Outcomes included no impact to health and no hospitalization. Investigation included agent review of device behavior and user education. Investigation of this case revealed that the notification was consistent with use error related to not stopping the previous sensor before pairing the new sensor, while the current sensor was functioning and providing readings. It was concluded, based on previously established findings for similar reports, that the cause was user interaction inconsistent with instructions for use.